Event description:
It was reported that a patient underwent an unknown spinal procedure, at an unknown time post-op, it was noted that a screw had backed out. A revision was done to replace the screw. No further details are known at this time.

Manufacturer narrative:
A review of radiographic images of preoperative films show osteoporotic spine with a grade two degenerative spondylolisthesis at l5/s1. Postoperative films show single level fusion with interbody cage and pedicle screws at l5/s1 with partial reduction of the spondylolisthesis. Subsequent films show pull out of the l5 screws and loss of reduction. This was treated with pmma augmentation of the l5 body and screws. Reduction is again achieved. Screws appear short at l5, particularly since the mechanical stresses on this construct are for forward translation of l5 and loss of l5 screw purchase.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show 3 lateral views of lumbar spine. Image 1 shows pre-op degenerative spondy minimal at l5/s1. Image 2 shows blow up of intra op fluoro shows l5/s1 tlif with capstone and screws in position. Screws extend about 50% through body at l5. Image 3 shows possible pull out of l5 screws and recurrence of spondy. Rod/screw infrastructure remains stable and unmoving.